Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. A review of the pump's black box and pump history showed a call service alarm , which may cause the display to be blank for several seconds. The pump cover was opened and no damage was found to the display. No call service alarms occurred during testing. The original complaint of a blank display issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.